Event description:
It was reported that during a slap repair of the right shoulder as the anchor body was seated into bone, orange clip was removed and surgeon tapped on back of anchor handle to insert anchor. The anchor body split in to multiple pieces upon the second mallet strike. Not fully retrieved. Used with ar-1923bc kit and low profile cannula.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. Evaluation of the complaint device confirms that the pushlock anchor has cracked and broken into pieces. Origin of crack is at the distal end of the anchor and propagates towards the proximal end. Anchor barbs were observed to be sharp and not deformed. Measurable features of anchor and driver were found to be within spec. Based on the information available the complainant's event was most likely caused by preparing a pilot hole that was too small, inserting the implant at an angle that is not co-axial to the pilot hole, and impacting the driver before the laser line is flush with the surface of the pilot hole. This is the third complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.